Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited low pacing impedance. Fluoroscopy and visual examination revealed that the rv lead exhibited insulation damage. The rv lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of the insulation damage was confirmed while the reported event of low pacing impedance was not confirmed. A complete lead was returned in two pieces for analysis. Visual inspection of the lead found damaged inner insulation at the proximal region. The cause of the reported event of damaged insulation was due to procedural damage. Electrical testing found internal shorts between conductors due to procedural damage. The impedance test could not be performed due to the damaged lead as received.